Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012643685 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was carried out. The lab test guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Verification of steering mechanisms was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms was carried out. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity and hipot/lopot verifications (where applicable) were carried out. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing were performed to verify the integrity of the catheter subcomponents was carried out. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the catheter failed the return product inspection due to entangled electrode wires were observed in the shaft. The reported "catheter/guidewire compatibility" issue was not observed/reproduced with the returned catheter. The reported "spiral array/tip/char/coag/clot/debris" issue was not observed/reproduced with the returned catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the guidewire became stuck and the slide control did not move. The guidewire was retracted into the catheter, and the catheter was retracted into the sheath while pushing the slide control. After the catheter was removed, there was tissue attached to the tip. The guidewire could not be removed from the catheter. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.